Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization of an aneurysm at the renal artery aneurysm, a deltafill18 9mm x 35cm coil (dlf180935, 30464369) was attempted to be re-sheath because the coil size did not fit, but the sheath got damaged, and it was difficult to retrieve. The procedure was successfully completed with another new coil. There was no negative impact to the patient. A continuous flush was done. The deltafill was used according to the instructions for use (IFU). Other concomitant device is exselsior 1018 microcatheter. Additional information was received indicating that it was poor conformability that led to the re-sheathing. There was no neck remodeling utilized.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Complaint conclusion: as reported by the field, during a coil embolization of an aneurysm at the renal artery aneurysm, a deltafill18 9mm x 35cm coil (dlf180935, 30464369) was attempted to be re-sheath because the coil size did not fit, but the sheath got damaged, and it was difficult to retrieve. The procedure was successfully completed with another new coil. There was no negative impact to the patient. A continuous flush was done. The deltafill was used according to the instructions for use (IFU). Other concomitant device is exselsior 1018 microcatheter. Additional information was received indicating that it was poor conformability that led to the re-sheathing. There was no neck remodeling utilized. Additional information received indicated that the delivery wire or coil protruded from the introducer. No resistance was encountered during advancement. It was not necessary to remove the microcatheter. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30464369 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.